Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a motor (rewind issue) issue. Reportedly, the rewind would not stop. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2016 .device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: a review of the pumps black box revealed a cs 064 alarm with occlusion during pump operations. The rewind, load and prime steps were performed successfully. The pump was exercised for 24 hours with no call service alarms received. The rewind issue was unable to be duplicated. The pump was opened and there was no evidence of corrosion or damage on the motor flex connector.